Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the competitive right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition with greater than two seconds of asystole and one inappropriate non-sustained event. A revision procedure was performed where the pace sense portion of the competitive lead was surgically abandoned and a new competitive pace sense lead was implanted. It was also noted that the lv lead exhibited high out of range pacing impedance measurements with loss of capture when using the ring as the cathode. The lv lead was reprogrammed using the tip as the cathode and the lead was left in service. The device was electively explanted. No additional adverse patient effects were reported.